Event description:
It was reported that the customer had normal blood glucose levels of 97 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the insulin pump might have come into contact with moisture. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. The unit had cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.